Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient was having surgery because the implant hadn¿t been working for them. It was noted that this had been going on since they were implanted. It was also noted that the surgery was going to be on the following wednesday ((B)(6) 2019). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the surgery was being done for gastroparesis and the cause of the implant not working was persistent nausea and vomiting. The issue was not resolved at the time of the report and they were getting a tube for feeding and decompression. It was noted that the device was not explanted at the time of the report. On (B)(6) 2018, the patient reported to the hcp with discomfort and poor intake. They were doing okay from the surgery, but had nausea. It was noted that some of their vomiting had slowed down. Their settings were increased at this time and they were going to recheck in (B)(6) 2019. On (B)(6) 2019, they repotted that patient had ongoing nausea and they couldn¿t eat yet. Their bowel movements were also more frequent. The settings were increased and they were going to follow-up again in 1-2 months. On (B)(6) 2019, the stimulator was turned off for an upcoming placement of a decompression gastrostomy and feeding jejunostomy. The patient was going to report back to the hcp if they needed the stimulator turned back on.

Manufacturer narrative:
G5: PMA/510(k) number updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the reported surgery was to place g and j tubes. The device needed to be turned off for this surgery. It was noted that the stimulator was still working; it hadn't managed the patient¿s gastroparesis enough so they needed surgery to place the feeding tubes. At the time of the report, the device was on and functioning.